Event description:
It was reported that the patient was experiencing inadequate pain coverage. The patient underwent a spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138741. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain coverage. The patient underwent a spinal cord stimulation (scs) explant procedure. Additional information was received that the patient was doing well post operatively. The explanted devices will not return.